Event description:
It was reported that the safety shield failed to cover the bd vacutainer® eclipse¿ blood collection needle after the blood collection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the pink eclipse could not go over the needle after collection".

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 7/31/2020. H.6. Investigation: bd received 1 shelf pack of samples from the customer for investigation. 20 samples were evaluated by functional testing and the indicated failure mode for defective locking mechanism with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of defective locking mechanism through a corrective and preventive action (CAPA#1465371).

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the safety shield failed to cover the bd vacutainer® eclipse¿ blood collection needle after the blood collection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the pink eclipse could not go over the needle after collection".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the safety shield failed to cover the bd vacutainer® eclipse¿ blood collection needle after the blood collection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "the pink eclipse could not go over the needle after collection."